Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, d9, h3 and h6. It has been over nine (9) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not reproduced during evaluation, the endoscope socket frequently loses contact, therefore the definitive root cause could not be determined. Regarding water leaking from the output connector, it was presumed that the loose pump was the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lightsource was unable to display image, and the scope detection failed to work. There were no reports of patient harm.